Event description:
Patient was revised to address a broken femoral adapted. Adapter was well-fixed into sleeve, but loose at the junction where is rotates. The femoral component was also loose the bone/cement interface; however, the manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
Examination of the submitted bolt did not identify any product failure or product contribution to the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.